Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has worsening tremor and a short circuit was discovered during programming follow-up. There are no known external factors that may have led or contributed to the issue and the patient has no pre-existing conditions. The physician did multiple impedance checks and is going to program around the short. The physician is going to refer the patient for possible surgical exploration. It is unknown if surgical intervention is planned. No date is scheduled and the patient may decide to do nothing. The issue was resolved.